Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the patient cable rubber encasing, housing, and red battery strap on the mpu were confirmed. During the evaluation of the returned mpu, serial (B)(6), the reported event was verified. The system powered up as intended and passed all tests. The system was upgraded to the latest software. The patient cable, bottom cover, battery latch, and red battery strap were replaced and was replaced and preventative maintenance was performed. The unit was returned to the rental pool. A root cause for the reported events was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 27jul15. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on the mobile power unit, the bottom cover was cracked around the power outlet, the battery latch was cracked around the screw, the handle was cracked, the patient cable was loose at the rubber end around the black and white connector, and the red battery ribbon was worn out.